Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted. Supply changes are performed to address the occlusion alarms and at times the supply changes did not resolve the occlusions. Reportedly, the customer's healthcare provider believes the occlusion alarms were caused by an underlying pump issue. During a follow-up, the customer declined to perform additional troubleshooting and alleged the occlusion alarms were caused by an underlying pump issue. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.